Event description:
The physician successfully deployed a 2.5mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting stent (ref MFR# 2953200-2010-01844). Two other endeavor rx stents were implanted during the same procedure (ref MFR# 2953200-2010-01846). Remaining stenosis was 0%. Ivus confirmed that the stents were apposed on the vessel wall. Four days post index procedure, the pt suffered a cerebral ischemic stroke resulting in impairment. In the investigator's opinion, there was no relationship between the event and the product or the drug. At 30 days, 6 month and 9 month follow-up, confirmed no adverse events.

Manufacturer narrative:
(B)(4). Evaluation, results: cva/stroke.

Manufacturer narrative:
Patient has a history of prior pvd. Cardiac status was acute coronary syndrome (unstable angina) at time of index procedure. During the index procedure, three endeavor stent were implanted one in the prox cx, one in the ramus and one in the 1st ob mar vessels.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.